Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), after removing the electrode pads, burns of an unknown degree were found on the patient's skin. Please reference medwatch report 1220908-2023-00181 for a similar event reported from the same customer.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 catalog # removed. Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Manufacturer narrative:
The stat padz were returned to zoll medical corporation for evaluation. However, the pads returned were not applied to a patient or used in a clinical event. The returned pads were determined to have strong adhesion and were assembled according to specification. An ECG signal was acquired using the returned stat padz and energy was delivered successfully. The log was not available to review for the reported event date. The stat padz were scrapped after testing. Analysis of reports of this type has not identified an increase in trend.